Manufacturer narrative:
Reference MFR complaint # n96-10-14-116. No samples were returned by the customer. Units from this lot were evaluated and no contamination was observed. A review of the lot history found 1/3000 units inspected during production was found to have brown plastic foreign material (not blood). First aid logs revealed no cuts occurred during the production of this lot. These syringes are not touched by humans after the product pieces are loaded into the assembly machinery. Manufacturing reports handling of parts is unacceptable. Co is unable to determine the actual contaminate without the sample. It is possible the customer saw a piece of brown plastic, as reported finding in one sample during manufacture.

Event description:
Customer reports two syringes in box had foreign material ie, dirt, dried blood, etc. The syringes were not used.